Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, when the patient removed the sensor, she noted the sensor wire was missing and experienced discomfort, inflammation, and a 'poking sensation' at the sensor insertion site. The patient was evaluated by a healthcare personnel (hcp) who prescribed an antiviral (acyclovir), and an x-ray was performed which was negative to a retained wire. At the time of the report, the patient was doing fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.